Manufacturer narrative:
(B)(4).

Event description:
It was reported the iliac branch component (ceb231010a/16500225) was implanted with no issues. After that, the internal iliac component (hgb161007a/17402403) was deployed, it was reported that the leading olive was completely separated from the rest of the catheter and remained in the contra gate of ceb231010a. A snare catheter was used to retrieve the leading olive from inside the patient. But, the leading olive could not be retrieved from the patient since it had reached the inferior gluteal artery. The physician decided to leave the leading olive inside of the body. The contralateral leg component (plc271200j/17344631) and trunk-ipsilateral leg component (rlt231418j/17644929) were normally implanted. It was reported that sounds similar to the likes of a cut deployment line was heard though there was no resistance upon operating of the delivery catheter. The physician commented the hgb161007a device was not fully opened and the leading olive might have gotten caught on this spot. The delivery catheter was returned for analysis.